Manufacturer narrative:
On 05/14/2021, mentor became aware that the date of problem observed was 04/20/2021. The serial number was (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/10/2021 , mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 325cc breast implant was received out of its packaging. Additionally, no black dots were observed within or without the implant. The event described could not be confirmed as the breast implant was returned without detectable black dots. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported to mentor that black dots on implant surface were found before surgery on mentor memorygel breast implant 325cc. The device was not used. There was no patient involvement and no adverse event reported. A different, unspecified breast implant was used to complete the procedure.